Manufacturer narrative:
Historical data analysis permit to determine that the reported issue is due to a corruption of xml file. Investigation summary: corruption of platinium xml registry file after a battery removal. This issue will be managed with the following enhancement: [improvement] ensure seamless software operation despite configuration file corruption (azure ticket #24797). Also, the &badimlant message is not well translated. This is a known issue: fix translation issues (azure ticket #25165). To fix the issue, smartview 3.16 or 3.18 software can be re-installed. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes

Event description:
Reportedly, on 7-january-2025, during the interrogation of a device, the message "badimplant" was displayed and stopped the interrogation. Update on 3.18 resolve the issue.